Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinician was programming a heparin drip via interoperability. It programmed to the initial rate of 12units/kg/hr and then it flipped to 12.1units/kg/hr and continued to infuse. There was patient involvement and no harm. Although requested, no devices will be sent for investigation.

Event description:
It was reported that the clinician was programming a heparin drip via interoperability. It programmed to the initial rate of 12units/kg/hr and then it flipped to 12.1units/kg/hr and continued to infuse. There was patient involvement and no harm. Although requested, no devices will be sent for investigation.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue of programming a heparin drip via interoperability was not identified during the customer call. Escalated to product complaints to follow the standard process. Customer unable to locate the pcu.